Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a erah towards the middle of the procedure while dissecting the side branches the surgeon noticed that the metal plate of the cutter started to come lose. There was no resistance noted while inserting the harvesting tool into the cannula. The device was inspected prior to use. For safety reasons they opened up a new devise and completed both the radial and saphenous vein harvesting successfully. No harm was done to the patient and there was no delay in the procedure.